Event description:
The reporter stated the surgeon implanted a icl in the patient's left eye. The patient experienced excessive vaulting and a refractive surprise. The iol remains implanted but there are plans to remove the lens and do an exchange. Further information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: device information was provided. Lens remains implanted.

Manufacturer narrative:
Device expiration unknown. Implant and explant dates: unk. (B)(4). Lens remains implanted.